Event description:
It has been reported to philips that no x-rays could be performed during a coronary angiography procedure. An error message was displayed to the user to select another application. It is reported that the patient had infarction. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Analysis of the system log file confirmed a malfunction with the startup of the x-ray generator. Investigation revealed that the same issue reoccurred two days prior. The philips field service engineer inspected the system onsite. The system functionality and the start-up of the generator were tested and the issue was not reproduced. The event was most likely caused by a generator power supply issue. Codes were updated based on the investigation outcome.